Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, it was reported that the tubes were "clumped". Customer conducted a complete blood count testing and noticed the wbc were clumping. No report of injury or medical intervention. No report of blood exposure to mucous membrane.